Event description:
This is filed to report incomplete coaptation. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet with a significant amount of calcium. It was noted the patient was obese, resulting in difficult imaging. An xtw clip was inserted and grasping was noted to be difficult due to the leaflet pathology. After multiple attempts, the leaflets were successfully grasped and the clip was deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution appears to be related to patient condition. The reported difficulty grasping and single leaflet device attachment (slda) appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.